Manufacturer narrative:
Block b3: exact date unknown, event occurred in the year of 2021.

Event description:
It was reported that the patients paddle lead had high impedances. The patients lead was replaced with a magnetic resonance imaging (MRI) compatible device and the patient was doing well postoperatively. The explanted device was discarded by the medical facility and will not be returned.